Event description:
According to the info rec'd, this valve was explanted due to endocarditis and replaced with a sjm 23aj-501. According to the co's records, the pt's prosthetic mitral valve (sjm 31mj-501) was also implanted in 1997 but remains implanted. Add'l info was requested; however, none has been rec'd.